Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer suspended deliveries during a shower and forgot to resume insulin deliveries resulting in a resume pump alarm. The customer's blood glucose level was 279 mg/dl and it was addressed with a bolus. The customer successfully resumed insulin delivery.